Event description:
It is reported that item has several scratches where the poly insert would sit. A new baseplate of the same size was inserted.

Manufacturer narrative:
This report will be amended when our investigation is complete.